Event description:
While attempting to draw blood from arterial line, where introducer was attached, the tubing on side port of introducer snapped and patient began bleeding. Pressure was immediately applied by rn. Loss of arterial blood resulted in drop of patient's bood pressure with subsequent need for tansfusion of packed red blood cells and medication.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: loss of lubrication, port. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.